Manufacturer narrative:
(B)(4). Date sent: 09/17/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 12485 was reviewed. No ncs, reworks, or defects related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was received: was ph testing performed prior to explant to confirm recurrent reflux? Yes. After implant, was the device initially effective in controlling reflux? Yes . When did the recurrent reflux begin? Dysphagia was the issue for removal. On what date did the implant take place? On (B)(6) 2017. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Pt. Had to be dilated, was not able to swallow properly. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that an explant procedure took place of a linx device to remove the device due to continued dysphagia. The patient consequence was "return of reflux symptoms, device will need to be explanted and replaced with a new device." Procedure was completed with the patient receiving a partial wrap.